Event description:
It was reported that the customer's insulin pump has a scratched display screen. Advised insulin pump would be replaced. Customer's blood glucose level at the time 176mg/dl. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.